Event description:
It was reported that during a left subclavian vein angioplasty the dr felt resistance and upon removal of the catheter through a 9fr input introducer sheath, the catheter shaft and 1/2 of the balloon material were missing. The dr switched to a 14fr introducer sheath and used a gooseneck snare to try and retrieve the indwelling pieces, but was unsuccessful. A stone retrieval basket was used to successfully retrieve all the pieces. The pt did not have to go to surgery and no further complications were reported.